Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced under a separate medwatch report number.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted that the patient had an enlarged atrium. One clip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, a second clip (00520u106) was deployed laterally of the first clip, reducing mr to a grade of 1-2. However, the physician forgot to remove the gripper line (gl) prior to removing the clip delivery system (cds). A 4f dilator was then inserted and the gripper line was successfully removed over the dilator. To further reduce mr, a third clip (00429u206) was inserted and deployed lateral of the first two clips; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a forth clip was inserted and deployed laterally of the slda, reducing mr to a grade of <1. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. It should be noted that the mitraclip ntr/xtr instructions for use instructs to remove the gripper line prior to removing the clip delivery system (cds). Based on the reported information the reported incorrect or improper procedure or method is related to the user failing to remove the gripper line prior to device removal. The reported physical resistance / sticking of the gripper line is the result of user error. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as the a 4fr dilator was then inserted and the gripper line was successfully removed over the dilator. There is no indication of a product issue with respect to manufacture, design, or labeling.